Event description:
The customer reported a motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a jammed motor gearbox. Unable to perform the displacement test due to the motor error alarms.